Event description:
It was reported that the bd preset¿ arterial blood collection syringe had insufficient blood flow through the device. Blood oxygen analysis found that blood gas needle did not leave space for drawing blood, so needle was forced to be replaced again. There was no impact to patient or user.

Manufacturer narrative:
E.1. Initial reporter phone number: (B)(6). H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.